Manufacturer narrative:
Per tandem¿s t:slim g6 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was 245 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.